Event description:
It was reported that the patient was having an rf atrioventricular nodal ablation when a lead polarity switch occurred, a low impedance measurement was observed, then three "not taken" impedance messages occurred. Subsequent stable measurements were obtained. The device remains in use. No patient complication were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.